Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. Upon removal it was noted that the stent strut was damaged. There was no patient injury and no clinical sequelae were reported. Evaluation summary: the stent was positioned on the balloon between marker band. The first distal stent strut was raised.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information available).